Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient told her the device had not been working for over a year. The hcp reported that the patient told her that ¿it stopped working and she turned everything off.¿ the hcp also reported that the patient claimed that the neurostimulator (ins) wasn¿t working for her, so she turned it off. The hcp reported that the patient tried calling a manufacturer¿s representative (rep) without a response. The hcp reported that the patient hadn¿t charged the device in a year. No further complications were reported.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient used their system for about a year but nobody could get it to work to relieve their pain. They tried multiple times to program it but nothing worked and the patient became sick and tired of it. Once they were working in their yard and it was too high- they bent over and it went through their body and they thought they were going to pass out. It felt like it was electrocuting them. The patient reported that the device was dead. They hadn't tried using it in well over a year and they wanted the system removed. The patient was directed to follow up with their healthcare provider to discuss device removal. No further complications reported.